Event description:
Following the end of the total lap hysterectomy, bilateral salpingectomy, lysis of adhesions, and after the removal of the j hook the lip was noted to be missing. Careful suction and inspection of the abdomen and pelvis was done however the lip was not encountered. Intra operative abdominal and pelvic x rays were done and the images reviewed with radiology real time. The x-rays were noted to be normal showing the uterine manipulator (which was still in place as we had not completed the colpotomy) but no tip of the j hook. The suction was inspected and drained. The ports were changed. The tip was not encountered. Since the x-ray was normal we completed the colpotomy with a new hook without complication. The uterus and cervix were removed vaginally. The uterus and cervix were also inspected and the tip was not encountered. All instruments were removed and the gas allowed to escape. The skin was closed with 3-0 vicryl in a subcuticular fashion and dermabond. The drapes, gowns, shoe covers were inspected careful. The broken tip of the j hook was encountered under the drape next to the patient.